Manufacturer narrative:
Serial number: (B)(4), lot number: 61580. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events of hypotony, pressure spike, and needling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: the patient's iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. If required, bleb needling is recommended to be performed in the operating room. Use caution during the needling procedure to avoid direct contact with and damage of the xen®45 gel stent. In the (B)(4) preferred practice patterns for primary open angle glaucoma, bleb needling is listed as a recommended action ¿as necessary¿ in the perioperative care in glaucoma surgery to maximize the chances for successful long-term results.

Event description:
Healthcare professional reported after xen implant in the left eye the patient had hypotony which lasted 2 weeks "that required the chamber to be refilled twice" and "was followed by pressure spike." The intraocular pressure "has improved after needling". Patient is now on maxidex and iopidine with stable iop. The device remains implanted.